Manufacturer narrative:
Reference number (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy according to the reporter: this idrive handle and adapter were used two days prior to this incident. Every single staple fire was slow and the surgeon noted that the stapler did not seem to be working properly. The staple line required multiple clips to achieve hemostasis. The incident in this case occured on the second staple fire. The staple fired slowed and then stopped. We used a new set and the next staple fire was the same lot number as the black reload. It did not slow down at all and fired perfectly, achieving great hemostasis. There was no injury or hazard to the patient. The stapler partially fired and to fix this, the surgeon stapled over the half fired line. He had to come back with clips as well because it was actively oozing blood. No reinforcement material used in conjunction with the stapling device. There was no unanticipated tissue loss or tissue damage as a result of this problem. There was no blood loss of 500cc or more due and surgical time extended was not extended by more than 30 minutes due to the product problem. The patient is doing well.